Event description:
During an elective procedure, the ethicon vascular stapler misfired and only deployed staples on one side. Despite staples being deployed only on one side the blade cut the vessels which resulted in bleeding requiring additional interventions.